Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 2131174. A search of the complaint database finds additional reported incidents against lot code 2185137 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges the patient suffers from metallosis, elevated chromium and cobalt metal ions and a failed implant.

Manufacturer narrative:
Update rec'd 1/28/2014- pfs and medical records received. After review of the revision operative note it confirmed a reaction to cobalt and chrome. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 02/19/14. Doi: (B)(6) 2006 - dor: (B)(6) 2013 (right hip). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.